Event description:
(B)(4). Event took place in (B)(6). Users narrative: pt having lumber puncture on ward and when needle was being removed it snapped leaving part of needle in pt. The distal portion of the needle broke off in the pt. Pt had surgical procedure to remove remainder of needle.

Manufacturer narrative:
At this point no specific corrective action due to mitigative prevention of hazards is assigned to this report. A review of the device history record and relevant raw material history files of the reported batch did not indicate recorded quality problems or rejections related to this incident. Any further info will be sent in to FDA as soon as it becomes available. If no further info becomes available pajunk considers this file as closed.